Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary we checked the returned product and confirmed that the blurry image was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
Blur in center of image. There was no report of patient harm. The time of event is unknown.